Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient¿s activa rc device has not been accessible using either the hand and charging device or the programming tablet. An attempt to revive the pacemaker from deep discharge using the physician recharger mode was unsuccessful. The device was last charged one year ago. The current status is that the device has been off and not recharged since the last charge. Troubleshooting included attempting to access the pacemaker using the hand and charging device and the programming tablet. They tried to revive the pacemaker from deep discharge using the physician recharger mode, but it was unsuccessful. The issue is not resolved at the time of this report. No symptoms were reported. The patient is alive with no injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that it was determined that the ins was no longer therapeutically relevant so it was intentionally turned off. The hcp instructed the patient to keep charging the device; however the patient did not charge the ins so it went into an over discharge state. There is no intent to turn therapy back on. The hcp stated the topic is resolved and no further action is intended.